Event description:
It was reported the patient¿s doctor did not turn the device on, but told them to turn it on when they wanted. It was stated it was found the implantable neurostimulator (ins) was already on at program 1 at 1.7 volts. It was noted the patient did feel stimulation and it felt like a burning sensation. Reportedly, the patient did not feel movement or pulsating. The patient increased their stimulation from 1.8 volts to 1.9 volts and stated that was too strong so they turned it back down. It was stated the patient turned on their ins earlier the day of report and turned it up and it gave them a shock and did nothing else. It was noted that after the ¿shock¿ the patient decreased the voltage.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0cl80, implanted: (B)(6) 2013, product type: lead. (B)(4).